Event description:
It was reported that the patient experienced a loss of therapeutic effect on the left side, both "top and bottom." The patient had an appointment on (B)(6) 2012, and stated that "only one connection was working." Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the cause of the event was unknown, but the patient was seen in the office for reprogramming.

Manufacturer narrative:
(B)(4). Lead, model 377845, lot# v00157,8 implanted: (B)(6) 2006, explanted: na. Extension, model 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: na. Extension, model 3708140, serial# (B)(4), implanted: (B)(6) 2006, explanted: na. Programmer, model 37742, serial# (B)(4).